Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 43 fractured. Construction was unknown. Bone loss and implant instability caused by patient related periimplantitis is documented. Material analysis concluded mechanical overloading of the implant.

Event description:
Implant fracture.